Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed the reported fracture. The investigation could not draw any conclusions about the root cause of the fracture; however, evidence was found suggesting poor device alignment was a possible contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened

Event description:
User facility report # (B)(4): patient recently returned to the operating room for a revision of the patella component following a total knee arthroplasty which was done in 2009. Patient stated that as he was walking, he felt a pulling pain and the component started sticking up. The patellar component was loose and had migrated to the subcutaneous tissue. It was removed and found the pegs were broken.